Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/ or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomograph revealed a proximal type I endoleak and a possible type ii endoleak. On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprosthesis aortic extender components to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2012, a computed tomography revealed a type ii endoleak originating from lumbar arteries. Approximately 5mm of aneurysm growth was noted. The physician plans to take a wait and watch approach at this time.